Event description:
It was reported that during implant preparation, the pacemaker technician could not introduce the analyzer cable into the programmer, due to a bend of the pin in the cable connector. The cable was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: analysis confirmed the customer's comments, one pin was bent and there was shorting to another pin. As a result, the cable connector could not be plugged into the analyzer connector due to this damage.

Event description:
Asku